Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. This issue occurred twice during her insulin cartridge change. No adverse event was reported. The infusion device was requested to be returned for product evaluation.